Event description:
According to the reporter: occurred during an open hepatectomy. On the first firing for resection of the hepatic vein, the surgeon could not squeeze the handle and fire the device. A new reload was obtained, but the same issue occurred. To complete the procedure, another handle and reload were used successfully. The sales representative determined the reloads were both pre-fired. No patient injury or extension in surgical time. Patient status is no problem.